Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: broken video cable, no image, and deformed outer tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the stripes in the image and no image displayed were due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had stripes on the display. The issue occurred during reprocessing. There was no patient involvement.